Manufacturer narrative:
Mml reference # (B)(4). Outcomes attributed to adverse event: alleged infection (staph).

Event description:
On (B)(6) 2022, it was reported that the patient had increasing pain and a suspected infection at the battery site. Mainstay medical was notified that the infection was superficial and not deep over implants. Subsequently, the patient was prescribed with prophylactic antibiotic with a resolution of the superficial wound, which resolved the alleged infection on (B)(6) 2022. On september 13, 2022, an additional report was received that the reactiv8 system was explanted on (B)(6) 2022, due to a new alleged infection at the midline incision. Follow-up pathology results indicated a growing staph infection superficially, and not a deep lead infection.

Event description:
On august 4, 2022, it was reported that the patient had increasing pain and a suspected infection at the battery site. Mainstay medical was notified that the infection was superficial and not deep over implants. Subsequently, the patient was prescribed with prophylactic antibiotic with a resolution of the superficial wound, which resolved the alleged infection on (B)(6) 2022. On september 13, 2022, an additional report was received that the reactiv8 system was explanted on (B)(6) 2022, due to a new alleged infection at the midline incision. Follow-up pathology results indicated a growing staph infection superficially, and not a deep lead infection.

Manufacturer narrative:
Mml reference #(B)(4). B2 other: infection (staph). The device was inadvertently discarded at the hospital site. Therefore, no device analysis can be performed. The device was operating as intended at the time of the event. They were explanted due to a superficial skin infection. The device manufacturing and sterilization record were reviewed. All passed the sterilization process, and no observation would have contributed to the suspected infection. Other device: implantable pulse generator (ipg) -5100. Serial number: (B)(6).